Event description:
During a tmj reconciliation it was identified that tmj tracking cards were received at biomet indicating the implants were explanted.

Manufacturer narrative:
The tmj implants were explanted, the reason for the revision surgery is unknown. The revision was identified when the tmj tracking cards were received from the hospital, the patient did not report the complaint. . This is file one of two for the same event, see also 1032347-2014-00156-1.

Event description:
The patient reports the implants were explanted.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.